Event description:
It was reported that an ilet device exhibited a cracked display screen while the device remained operable and readable, and blood glucose control was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities or need for medical intervention. Investigation included device return and review of device functionality through customer confirmation. Investigation of this device revealed physical damage to the display component consistent with accidental damage while core pump functions remained within expected performance. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.